Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one month post implant, there was a perforation of the right ventricular (rv) lead resulting in a thrombus on the rv and right atrial (ra) leads and inflammation. The leads were explanted and will be replaced at a later date. No further patient complications have been reported as a result of this event.